Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. No root cause could be determined however this complaint is consistent with poor lens care practices. Add'l info requested by fax and mail on 12/13/2010 and 01/05/2011 and by phone on 12/15/2010 and 01/04/2011. A completed questionnaire has not been rec'd. Add'l info rec'd on 12/15/2010. (B)(4).

Event description:
A consumer reported she experienced eye pain while using this product. She was seen by her doctor and was diagnosed with bacterial keratitis. She stated the doctor also told her she had pin holes in her cornea. She reported that she was treated with an antibiotic/steroid and still has pain in her right eye. On (B)(6) 2010 the consumer reported that the event had resolved with treatment.